Manufacturer narrative:
Additional information: d9, g3, h3, h6 -one unpackaged ar-1588rt was received for investigation. -upon visual inspection, it was noted that the loops were damaged, one of the tails of the withe suture was torn of the acl tightrope® rt. The blue suture was not returned from the device. -functional testing was not performed due to the damage to loops to the device. Per dfu-0147-eo revision 2 precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. The most likely cause of the reported failure is user error in the device, which was caused by excessive force used during suture tensioning. -refer to investigation photos. -complaint allegation is confirmed.

Event description:
On 3/18/2024, it was reported by an arthrex subsidiary employee via email that an ar-1588rt acl tightrope rt appeared to create a noose during the tensioning process and it could not be overturned. The procedure was completed by using another new ar-1588rt acl tightrope rt. This was discovered during an aclr procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.